Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; no errors occurred during this time. The error message of "acu watchdog failure" was found in the event history log but the reported issue was not duplicated during testing.

Event description:
It was reported the device gave an "acu watchdog failure" error alarm. No adverse effects reported.

Manufacturer narrative:
Other, other text: h2: additional information: see a1, b5 and h6(patient code).

Event description:
Additional information was received indicating that there was no patient involvement. The pump was turned on and checked before being delivered to patient by staff. This error occurred before and reoccurred before patient use.